Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a lost sensor alarm, and that after removing the sensor found a missing cannula. The customer's blood glucose reading was 11.2 mmol/l. The customer's sensor was replaced. No further details were provided.